Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. Per package insert: pain and instability are known adverse effects of this procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown. 42532007901, tibia cemented, 64156477 knee-unknown-bearing 42540000035, all poly patella, 64445112. 110035368, biomet bc r 1x40 us, 824aac0510. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00100, 0001822565-2020-01173, 0002648920-2020-00215.

Event description:
It was reported that the patient underwent left knee revision approximately one month post implantation due to instability, pain, and difficulty walking and standing. The articular surface was removed and replaced. Subsequently, the patient continues to experience the same symptoms after the revision surgery. It was also noted that the knee is discolored (dark, black) since the procedure.